Event description:
It was reported that the right atrial lead had a possible fracture. A polarity switch occurred for out-of-range pacing impedance, and there was noise and intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.